Event description:
The facility reported a flo-gard infusion pump which keeps alarming. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. This facility was not willing to be contacted for any further information. During product evaluation, the reported condition was confirmed as failure code 2, which is a downstream occlusion failure code. This condition was caused by the door plate and slide clamp sensor being out of calibration, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that keeps alarming was confirmed but not reproduced during product evaluation. Due to customer denial of the cost of repair estimate, no cause was determined and no repairs were made to this pump and it was returned un-repaired to the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.